Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had past no delivery alarms that he fixed without calling. Customer just hit resume. Customer does not want to return the infusion set or reservoir for analysis. No further assistance needed.